Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a keypad anomaly. The customer stated, the numbers on her insulin pump was ramping up when she attempted a bolus delivery. The customer's blood glucose was 290 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.